Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during collection that the collection volume of the bd vacutainer® plus plastic citrate tube was noticeably higher than the one specified by the manufacturer. The 200 tubes were checked and after centrifugation, 7 of them were above the 10% as verified. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. A review of the device history record could not be performed as a lot number was not provided for this incident. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for overfill with the incident lot was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA (B)(4). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported during collection that the collection volume of the bd vacutainer® plus plastic citrate tube was noticeably higher than the one specified by the manufacturer. 200 tubes were checked and after centrifugation, 7 of them were above the 10% as verified. Found during use. No reports of serious injury or medical intervention noted.

Event description:
It was reported during collection that the collection volume of the bd vacutainer plus plastic citrate tube was noticeably higher than the one specified by the manufacturer. 200 tubes were checked and after centrifugation, 7 of them were above the 10% as verified. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.